Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the keypad on their insulin pump became unresponsive during bolus. Customer also stated that a piece of the battery compartment was missing. Blood glucose level was 160.2 mg/dl at the time of the call. No further information was provided.